Event description:
It was reported that during an ultrasound guided breast biopsy, the device allegedly self-activated. It was further reported that the needle bent during the procedure. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy needle was returned for evaluation. Visual inspection identified a bent sample notch; the sample notch was measured and found out of specification. Therefore, the investigation is confirmed for a bent sample notch. However, the investigation will remain inconclusive for the alleged self-activation, as functional testing was not completed due to the bent needle. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 01/2021).

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number of the device was provided. The device history records are currently under review. The return of the sample is pending. The investigation is currently underway.

Event description:
It was reported that during a biopsy procedure, the device allegedly self-activated. It was further reported that the needle bent during the procedure. There was no reported patient injury.